Event description:
Clinical study: on (B)(6) 2020, a (B)(6) year-old female patient had a certas valve (828814) placed to treat post hemorrhagic stroke. On (B)(6) 2021 the patient had a chronic subdural hematoma. At the time of event valve setting was 5, after action valve was set to 8. The valve was not removed because it was functionally disabled by setting it to 8. The valve settings were stable and the settings remained at 8. The adverse event was assessed by integra's medical safety team and clinical study investigator as possible related to the device.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint sample was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined, however, the possible root cause for the issue reported by the customer could be due to biological debris or protein build interfering with the cam mechanism. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a